Manufacturer narrative:
The accounts maintenance indicated that the head section will intermittently rise and drift back down. The account adjusted the CPR valve linkage to repair the bed.

Event description:
The account alleged that bed has no head up functions.